Event description:
Post embolization of an avm with onyx, during CT scan the next day, it was reported, a strand of onyx was found down the draining vein into the transverse sinus to the torcular region. No complications were reported to have occurred with the paitent as a result of this event.

Manufacturer narrative:
The device in this case could not be returned for evaluation, as it was consumed during the procedure.